Event description:
The customer reported that approximately 7 minutes into a red blood cell exchange (rbcx) procedure, they received multiple alarms including 'patient fluid balance may be (B)(6) lower than reported' alarm. The operator check the lines for obstructions, but didn't see any. The operator ended the procedure. The patient's blood pressure dropped after the procedure was ended and a unit of blood was transfused through the patient's draw port. The patient is reported in stable condition. The customer declined to provide patient's identifier and age. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury in the MDR form. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
Investigation: replacement fluids hanging were saline and albumin, and red blood cells (rbcs) used for the exchange. The procedure was set for a fluid balance of (B)(6), a target hematocrit of (B)(6) and a replacement fluid volume of (B)(4) ml. Total volume of replacement fluids used was (B)(4) ml and total ac used was (B)(4) ml. Per the customer, the patient was being exchanged through her existing ports. The return port was not running well and they suspect this caused all the alarms. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. The run data file (rdf) was analyzed for this event. Root cause: review of the procedure summary indicated that there were various fluid balance alarms that occurred throughout the procedure. This means that either the replacement line or the plasma line was obstructed which prevented fluid from flowing to the reservoir and therefore prevented the appropriate amount of fluid flowing back to the patient. Based on the information available in the run data file, the spectra opti a system operated as intended by triggering these alarms. The cause for lack of fluid in the reservoir is inconclusive but possible causes include a misload of the channel hex, clamped replace line, or other disposable occlusion or obstruction that blocks the flow of fluid. The operator did not check the disposable or disposable loading when these alarms were generated so the only option was to discontinue the procedure in order to keep the patient safe.